Event description:
It was reported, that patient presented for scheduled procedure. It was noted, that the patient had valvular regurgitation. The lead was explanted and replaced with leadless pacemaker. Patient condition was stable.